Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone; phone_control_ios. Cloud - omnipod 5 software app version; 1.1.6. Cloud - smartphone operating system; 18.3. Cloud - smartphone hardware; iphone12.1. Cloud - cgm sensor type; g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The pod was discarded.

Manufacturer narrative:
The pod was received fully deployed. Initial inspection the top housing was found to be discolored, and corrosion was seen on the printed circuit board (pcb) through the bottom housing. Upon removing the housing, corrosion was found on the bottom battery and the mechanism rails. Corrosion was also found on the pcb. All attempts to download the returned pods data, was unsuccessful; the pod was attached to a power source in attempt to download the data, which was unsuccessful. The pcb assembly was removed from the pod chassis and attached to a power supply in another attempt to establish connection with the master personnel diabetes manager (pdm). The pcb was unable to communicate with the master pdm and the download data was unable to be retrieved. The three batteries were measured, and the voltage was found to be lower than expected. Without the download data, the cause of the reported needle deploying early could not be determined. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. No damages or deficiencies were observed that would result in the needle deploying early. The investigation could not determine the cause of the reported event of the needle deploying early.